Manufacturer narrative:
Event problem and evaluation: on 9-sep-2015, a medtronic representative went to the site to test the equipment and found that the right side drive chain master link was broken. A new chain was ordered for replacement. On 10-sep-2015, the medtronic representative returned to the site and replaced the broken drive chain. The imaging system then passed the system checkout and functioned as intended. The chain master link was returned to the manufacturer for evaluation and a mechanical failure mode was found. The master link was bent, and no longer held the chain together. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that after the imaging system was used in a spinal fusion procedure, the system made a popping and cracking noise, and became difficult to move. The pendant displayed a "standalone mode" message. Re-booting the system cleared this, but it was still difficult to drive. Moving forward was easier than moving backwards. There was no delay to the procedure, and no impact on patient outcome due to this issue.